Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative one certain® low profile one-piece abutment (ilpc443u) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was conducted using applicable instructions for use, risk files and other available information. Device history record (DHR) review for the lot (2020071183) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (2020071183) for similar events and no other complaint was identified. Therefore, based on the available information and picture evaluation, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported the low profile abutment has been in mouth for 10 days and yesterday when doctor unscrewed it, everything came out and the abutment fell to the ground (a distance of about 40/50 cm) and the screw fractured. Tooth location not reported.